Event description:
Reporter alleged obtaining the results of 6.6 mmol/l and 6.2 mmol/l on performa nano system 1 compared back to back with a result of 2.5 mmol/l on performa nano system 2 when testing was performed within 10 minutes. Reporter stated that she had symptoms of hypoglycemia shock, such as sweating and confusion. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(4) for the suspect device used in system 1.